Event description:
Device was returned for repair. During service, technician found out that the tool coupling could not be inserted and the attachment overheated due to being full of oil. The bearings were corroded, nose tube was damaged and a screw was found loose.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the tool coupling could not be inserted and the attachment overheated due to being full of oil. The bearings were corroded, nose tube was damaged and a screw was found loose. The device was repaired and returned to customer on (B)(4) 2012.